Event description:
It was reported that a patient underwent an anterior urethroplasty procedure on (B)(6) 2010. During the procedure, the needle tip broke. The surgeon found the needle fragment and removed it. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.